Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an orthopedic procedure, the doctor's glove(s) caught on fire. The used tip electrode was competitor's device (megadyne). There was no burn occurred. They used another like device and it worked fine. There was no patient injury.